Manufacturer narrative:
Diabetic pt. On unknown vgo size for two weeks reported to valeritas customer care that she has had high blood glucose since she started on the vgo. The highest bg was 407 and she went to the emergency room. They gave her 8 units of insulin and released her. Pt. States that she often has high blood glucose because of the food she eats. Pt. Had bg in the 400 range after eating "pigs in the blanket, pie and having a milk shake". Pt. Is no longer using vgo and cannot recall her bolus dosing amount. The v-go was not returned.

Event description:
Diabetic pt. On unknown vgo size for two weeks reported to valeritas customer care that she has had high blood glucose since she started on the vgo. The highest bg was 407 and she went to the emergency room. They gave her 8 units of insulin and released her. Pt. States that she often has high blood glucose because of the food she eats. Pt. Had bg in the 400 range after eating "pigs in the blanket, pie and having a milk shake". Pt. Is no longer using vgo and cannot recall her bolus dosing amount. The v-go was not returned.

Manufacturer narrative:
Date of event: date corrected. Date of report: date corrected. Initial reporter corrected. Health professional - no checked. Occupation: non healthcare professional. Type of report: follow up #1. If follow up, what type?: correction checked.